Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found a lot of eschar caked on the jaws and in the knife track zone, impeding the knife movement. The reported condition was confirmed. A lot of packed tissue in the knife track zone inhibited the knife movement, and the knife could not advance. Once the jaw is cleaned, the knife moved smoothly. The knife cut of the device was tested on a silicone test strip with acceptable results. After cleaning the knife track zone, the blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife was inspected under magnification. There was no damage to the blade. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating a completed activation cycle. The investigation identified the root cause of the reported event to be improper cleaning by the user. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a orthopedic bone and soft tissue tumor surgery, the blade advanced and would not return to initial position, so it was stopped using and the device was replaced to complete the case. There was no patient injury.